Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the patient complained of an intermittent ¿twitch¿ in the left chest, which occurs while in a sitting position. All vectors were tested, and it was noted that stimulation occurred in all vectors. Reprogramming was done to a vector where less stimulation occurred. The lead is still in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.